Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# : (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.5/1.0/072 (sphere/cylinder/axis) was intraoperatively implanted and removed due to a lens tear during injection/delivery into the eye on 24-jun-2023. No patient injury was reported. A replacement lens was implanted and the problem was resolved. Cause of the event is unknown. Reportedly, "no discomfort in the surgical eye," and "no supplementation."